Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during coil embolization for an aneurysm located at the a-com (anterior communicating artery), the physician had difficulty to align the coil with the microcatheter; when the delivery wire reached the detachment point, there was still 3 to 5 mm of coil length within the delivery wire. The physician carefully advanced the delivery and the coil was eventually detached. There was no medical consequences to the patient.